Event description:
It was reported that a malfunction occurred on the pump, but no notable events preceded the malfunction. There was no reported impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.